Event description:
It was reported that the patient had his spectra concealable penile prosthesis removed due to cylinder erosion with subsequent patient dissatisfaction. A new 16cm spectra device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.